Event description:
Anesthesia tech reported during a case it was observed to be losing bag pressure. It was observed that a circuit connection had separated. Upon trying to fix connection, it was observed the circuit was broken. The pt was "bagged" while another circuit was obtained and the circuit was replaced. No harm reported to pt.